Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6), explanted: (B)(6) , product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6), explanted: (B)(6) 2017, product type: lead.

Event description:
Information was received from a healthcare professional (hcp) and a consumer via a representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that the site was infected. The rep reported that the patient was a month post operation and they were given clearance to return to work (the patient worked in radiology at a medical center). The patient noticed tenderness to the back after 3 days and when they were examined, the hcp felt the system needed to be explanted. The device was explanted and the issue was resolved. No further complications were reported.